Event description:
It was reported that the device had a repeated "travel reverse error check, clutch plunger lever". No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device chipped out on lower left front corner of top case. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated/verified. The investigation was unable to determine the intermittent of the error. No fault was found with the device. The lead screw and both clutch halves were replaced as preventive measure. The root cause was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information was received and attached on 26 september 2022, discovered during testing, unit was not being used on patients at the time. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Correction: d4: model number: 4000.